Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. On (B)(6) 2017, the customer started feeling very sick with the flu and was very imbalanced. The caller stated that the cause of death is unknown at this time. The customer had a stroke at some point, went to the hospital with elevated blood pressure and very high blood glucose values. The customer had neuropathy, amputated toes, kidney failure, and heart disease. The customer's blood glucose was 360 mg/dl at the time of death. The last recorded blood glucose value was 322 mg/dl on (B)(6) 2017 at 09:27am. The customer was not wearing the insulin pump at the time of death; it was disconnected on (B)(6) 2017 due to the doctors wanting the customer to be on constant insulin drips. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned with an (B)(6) alkaline battery installed. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. No cosmetic damage noted. Data analysis: daily insulin totals from (B)(6) 2017 = 0.000 u.